Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 03/30/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Review of patient archive confirmed tracer pattern showed well covered tracer area. Normal registration. On 04/05/2017 software investigation completed. Findings are that the patient exam was not to protocol as the tip of nose was not in the scan. Software is functioning as designed. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) the surgeon alleged an inaccuracy occurred. The surgeon deemed the frontal balloon was positioned approximately 1-2 millimeters posterior, continued the procedure considering the inaccuracy persist. This caused the instrument to go deeper than the anatomy, caused puncture of the ethimoid bone, and a cerebrospinal fluid (csf) leak. The surgeon confirmed accuracy while he was working on the other side and also outside of the nasal cavity. It was not noted which side of the patient was injured. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. Reported was that a second cranial surgery was performed on (B)(6) 2017 to repair.